Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead demonstrated t-wave oversensing (twos). In addition a lead integrity alert (lia) triggered. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the twos resulted in ventricular fibrillation (vf) detection which resulted in an inappropriate shock to the patient. The lia triggered due to increased counts to the sensing integrity counter (sic) and high rate non-sustained episodes. The lead was reprogrammed to adjust the sensitivity. No further patient complications have been reported as a result of this event.